Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files since log files were not available for analysis. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification but failed visual examination due to the scoring marks observed on the lower housing ceramic surface and matching inferior surface of the impeller and on the upper housing ceramic surface. In addition, independent pathology report revealed evidence of thrombus within the pump. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported in the u.s. That the patient was experiencing high watt alarm and was admitted to the hospital for evaluation. The physician and team decided to replace the pump for suspected thrombosis. Treatments prior to the pump exchange were integralin and heparin. Upon inspection of explanted pump, thrombus noted on inflow cannula. It was reported the patient tolerated the pump exchange well. On (B)(6) 2015 it was stated the patient was doing fine and still recovering in the hospital. The investigation is ongoing.